Event description:
Reported that lift motion is sticking, pt was involved, able to finish case with no injury to pt.

Manufacturer narrative:
The service rep removed and replaced lift column power supply (ps3) and keyswitch cable assy. Verified proper operation of lift motion without any problems.